Manufacturer narrative:
The reported event of a poor mechanical connection was confirmed on the returned dc adapter. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device failed visual inspection due to a damaged pin on the output connector. This damage prevents the cac from making a proper connection. The most likely root cause of the reported event can be attributed to a forced connection. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The hvad controller requires two power sources for safety: either two batteries or one battery and an ac adapter or dc adapter. The dc adapter plugs into the power port located in most cars. When the dc adapter is properly connected to power, a green indicator light will be displayed on the adapter. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. The IFU cautions users to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Users are instructed to return any damaged components to the manufacturer. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient was not able to connect the dc adapter to the controller. Visual inspection revealed that the dc adapter connector pins were not properly aligned. The dc adapter was subsequently exchanged with no reported consequence or impact to the patient. No further information has been provided.